Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that her daughter was taken to the emergency room (ER) due to diabetic ketoacidosis. She stated that the blood glucose (bg) began to rise while the patient was sleeping. Upon waking the next day, the patient felt sick, nanuses, and experienced brain fog. She went to work and attempted to correct her bg with 6 units of bolus, but it was ineffective. On (B)(6) 2025, she went to the emergency room as advised by a diabetic nurse with a bg level of approximately 27 mmol/l (486 mg/dl) as well as ketone build up. At the hospital, medical staff discovered that the cannula was bent. The patient was treated with insulin infusion and IV fluids. She spent a total of 11 hours in the ER.